Event description:
It was reported that the right ventricular (rv) lead was exhibiting low impedance. It was decided not to revise the lead at the time and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). Concomitant products: 4068 implantable pacing lead; unk model implantable pulse generator.